Manufacturer narrative:
The esu was thoroughly inspected/tested on 08/07/23 (note: the patient incident was not mentioned by the hospital when the technical safety check of the device was performed. The involved bipolar forceps was evaluated by the manufacturer, but the results were not provided to erbe.). The technical safety check included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In addition, no anomalies were found in the device history record (DHR) of the unit. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. As reported, the burn appears to have been caused by user error due to the instrument being placed on the patient and accidentally activated. There are several warnings in the esu's user manual related to this type of situation (e.g., the instructions warn against unintentional activation of the instrument. Instruments must be placed in a safe place and must not touch the patient indirectly, etc. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an osteosynthesis on their right wrist. The esu was used with nissha bipolar forceps (part number 110-065-15100, lot number: information not provided). No information was provided in regards to the settings used in the procedure. Per the user, the bipolar forceps were unintentionally activated (note: the activation was not recognized by the medical staff because the activation audio tone of the esu was set too low. No information was provided as to who, when, or why the activation tone was turned down.). The intended activation caused a burn on the patient's hand which required a skin graft to cover the defect to the skin.